Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient gets dizzy when the device gets checked in the office. The patient finds it stressful, and was curious if it was necessary to have it checked that often. Additional information from the field representative indicated that the device was functioning properly, and the patient felt fine during the interrogation. Further information from the patient indicated that they continue to be dizzy and faint during the device checks. The patient was referred to the physician for the symptoms and frequency. The device remains in-service, and no additional adverse effects were reported.